Manufacturer narrative:
Initial.

Event description:
It was reported that a patient using the ilet experienced a blood glucose of 193 mg/dl after overtreating a low, with no alerts or alarms, and was advised to check the infusion site and verify insulin delivery through fill tubing while allowing the corrective algorithm to respond. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure or method, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.